Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to atrial slack being pulled back, thresholds were high on the right atrial (ra) lead. This caused possible elective replacement indicator (eri) on the implantable pulse generator (ipg).the implantable pulse generator (ipg) was explanted and replaced. Slack was added to the ra lead and remains in use. No patient complications have been reported as a result of this event.